Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 15(the critical block and inverse critical block did not add to zero) and pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, the customer was able to clear the alarm and unable to complete the insulin pump rewind and the customer was advised to discontinue use of insulin pump and revert to the backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed the self-test and displacement test. No pump error 15 or pump error 23 noted during testing. Unit successfully downloaded to thumps. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 file number 38) on (B)(6) 2025 18:17:09.000 and pump error 23 (line number 691 file number 39) on (B)(6) 2025 18:17:11.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to electronic assembly or motor assembly per visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. The formatted history file confirmed the pump alarmed pump error 15 and pump error 23, problem isolated to the electronic assembly as per global logic analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.